Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided) with an unspecified level of ketones. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Subsequently, customer was hospitalized. Reportedly, the customer was released on (B)(6) 2020. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.